Event description:
On (B)(6) 2013, the customer reported the glass syringe was found broken when the box was opened and the metal lock tip was detached. There was no patient exposure and no injury to the user.

Manufacturer narrative:
(B)(6) acknowledges this report does not meet the thirty day reporting requirements. This was unintentional. This report is being filed after it was identified as non-compliant during an internal review of our complaint files.